Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patient's condition was stable.